Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 513 mg/dl. Customer treated their high blood glucose via manual injection. Customer declined to troubleshoot and wanted the book sent out to them which explained how to do everything related to the device step by step.